Manufacturer narrative:
Correction to g3: date received by MFR: update to 02/25/2025. Additional information: h6, h11. H11: a review of the event history log identified the infusion of intravenous (IV) fluid plain at rate of 12 ml/hr with volume to be infused of 90 ml. A air in line alarm was observed during the infusion. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused; further described as "rapid". This was observed during patient infusion with plain intravenous fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.